Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. If the additional product is returned, a physical investigation will be performed, and a follow-up report submitted. Therefore, issue is closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a bent inserter needle with the adc device. The caregiver reported that the patient was not able to perform capillary tests and felt a rise in blood glucose, vomiting, and dizziness. The patient was admitted to the hospital and was under observation for two days. The patient was provided with a serum (type/dose unspecified). No other information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a bent inserter needle with the adc device. The caregiver reported that the patient was not able to perform capillary tests and felt a rise in blood glucose, vomiting, and dizziness. The patient was admitted to the hospital and was under observation for two days. The patient was provided with a serum (type/dose unspecified). No other information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a bent inserter needle with the adc device. The caregiver reported that the patient was not able to perform capillary tests and felt a rise in blood glucose, vomiting, and dizziness. The patient was admitted to the hospital and was under observation for two days. The patient was provided with a serum (type/dose unspecified). No other information was provided. There was no report of death or permanent impairment associated with this event.